Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, an error message was displayed during surgery. The customer also reported this was the second time that the machine showed this error. There was no patient harm reported. Additional information was requested but none has been received to date.